Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2021, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that product investigation results were omitted erroneously from the previous report. In addition, the device was not received. The photo of the devices was received on (B)(6) 2020. On (B)(6) 2020, during visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. On (B)(6) 2020, mentor became aware that this medwatch is for the right side. Manufacturer¿s reference number: (B)(4). Corrections: section d9. Device available for evaluation? No.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 300cc and suffered from bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal on (B)(6) 2020. The medwatch is for the left breast implant.